Manufacturer narrative:
Evaluated 1 random seal reservoir. Performed a visual inspection using dop114-811doc appendix f and found transfer guard¿s needle were not centered. Transfer guard needle were found not parallel to transfer guard body axis (transfer guard needle which is only used to fill the reservoir with insulin from the bottle and is not used as part of any delivery of insulin to the patient). Performed pre-fill test to reservoirs per dop114-811. No air bubbles were observed during analysis. Checked o-rings or stopper groove for defects and none were found. Conclusion: no air bubbles.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir had issue, needles that were coming out of the reservoirs were sideways they will not go into the insulin vial properly and it was creating air bubbles. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.